Event description:
A barostim system was implanted on (B)(6) 2022. On (B)(6) 2022, the patient experienced symptoms of an infection, including pus draining from the pocket site. The patient was started on oral antibiotics, and an explant was scheduled. The system was removed on (B)(6) 2022, and the infection was limited to the chest pocket. There were no signs of infection in the neck, and the lead had been very well incorporated. The patient was started on intravenous antibiotics, and was doing well post-op. Cultures of the infection showed staphylococcus aureus. In the opinion of the physician, the infection originated due to the fact that the patient had two bad teeth, and the pocket infection was seeded from the bad teeth. As of (B)(6) 2022, the patient had been discharged approximately two or three weeks prior and had completed their intravenous course of antibiotics. The patient was reported to be doing well at their last follow-up the week of (B)(6) 2022.

Manufacturer narrative:
While the reported device was not returned for analysis, the opinion of the physician was that the infection was seeded and caused by bad teeth in the patient's mouth. The device history record for this device serial number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. Note: the expiration date of the ipg is not autofilling in the report form. The expiration date is 17-jun-2023. Cvrx ID# fc-000100